Manufacturer narrative:
E1: initial reporter phone no.: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that tubing of a clearlink system; non dehp continu-flo solution set came apart from the luer lock port and resulted in leakage. This occurred during priming iron (monoferric) infusion. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6 and h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection identified a separation between the tubing from the y-site clearlink in the upstream part. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.